Event description:
The end of the guidewire opened (the round wire opened like a flower) while retrieving from pt, pt was a woman treated in ICU for post "haemergic" shock after caesarian. Retrieving procedures were difficult in order not to cause trauma of subclavian vein. Pt recovered without adverse sequelae.